Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) and experienced the following events. On (B)(6) 2014, the physician tried to insert essure, lot number b71770. During the insertion tube/uterus perforation occurred. Perforation was confirmed by x-ray. Physician performed a hysterectomy and the patient was doing fine. No further information was provided.

Manufacturer narrative:
Follow-up information received on (B)(6) 2014. Follow-up attempts have been made, with no response to date. The product technical complaint investigation and final assessment were received on (B)(6) 2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in wi-03635, "processing essure cases in dev@com," because an investigation of the same failure mode has already been initiated. Medical assessment: the reported events are known possible undesirable events and not indicative of a quality deficit per se. The ae case refers also to a usability issue (complicate insertion). Further (B)(4) ae case reports have been received to date in relation to batch no b71770, of which (B)(4) cases refers to a similar adverse type of even and (B)(4) to a similar usability type of event. No unusual pattern could be identified. No complaint sample was provided for further technical investigation. The review of the manufacturing- and release documentation of the concerned batch gave no reason to suspect a quality deficit (see technical statement). No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no suspicion of a quality defect based on this report. Follow-up information was received on (B)(6) 2014: patient's initials, date of birth, height and weight were provided. This report refers to a (B)(6) years old female patient. Medical history included leep excision for dysplasia (2003). She denied any previous gynecological problems or procedures, relevant medical history or concurrent conditions. She had 01 pregnancy and one live birth. Abortion (for any reason), spontaneous abortions, elective abortions,therapeutic abortions and ectopic pregnancies were denied. On (B)(6) 2014, essure was inserted. She was not on postpartum state. Cervical dilation and analgesia (paracervical block) were applied during insertion. Sounding and general anesthesia were denied. The insertion was difficult due to cervical stenosis (difficult to dilate). The visualization of the tubal ostium was easy. Fluid loss was 1500 cc and the procedure took 25 minutes. Bcps (interpreted as birth control pills) was used as back-up contraception. On unspecified date the patient experienced pain. On (B)(6) 2014, complete unilateral perforation was diagnosed. No organ or intra-abdominal structure was perforated. The perforation did not occurred during sounding, cervical dilation or hysteroscopy prior to essure insertion. The perforation occurred with coil after deployment. CT scan was performed and confirmed intraperitoneal essure, free in cui de sac. Essure was removed from cui de sac and subsequent hysterectomy with bilateral salpingectomy was performed. Ovaries were left intact. The removal was medically necessary. The patient recovered from the essure removal procedure and the symptoms resolved after surgery. It was reported that the condition was not caused by essure device. Patient was satisfied with lavh (interpreted as laparoscopic assisted vaginal hysterectomy) salpingectomy and removal of essure from peritoneal cavity. No further information was provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced tube/uterus perforation during essure procedure. This event is listed according to the reference safety information for essure and was considered serious and incident as it led to a hysterectomy. The patient was doing fine by the time of the report. Uterine and fallopian tube perforation are potential complications of essure insertion. In this particular case considering that the event occurred during the insertion procedure, it was considered related to essure therapy. The patient also experienced non-serious events device insertion complication, pain and cervical stenosis/difficult to dilate. A product technical complaint (ptc) analysis was performed and concluded that there is no suspicion of a quality defect of the product based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.